Event description:
It was reported the patient had her artificial bowel sphincter (abs) explanted due to a pump malfunction and incontinence. The patient had a new abs implanted on (B)(6) 2013.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent. Add'l info: catalog number: 72402106, lot/serial number: (B)(4), expiration date: 12/08/2010. Catalog number: 72402287, lot/serial number: (B)(4), expiration date: 01/12/2012. Device manufacture dates: cuff: 01/01/2003, balloon: 12/01/2005, pump: 01/01/2007.